Event description:
Pt was admitted to the hosp for removal and replacement of bilateral double lumen saline/silicone breast implants secondary to imaging studies showing implant disruption and extravasated silicone of the right breast. At the time of surgery, both breast; implants looked intact. However, inspection showed multiple areas of lumpiness within the capsule, clinically consistent with silicone granulomas and cauliflower-type appearing irregularities on the capsular surfaces extending into the axillary area on the left and throughout the large capsule on the right. Pt authorized hosp to dispose of surgically removed bilateral breast implants.